Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that they had a skin irritation on her back, under the rear therapy electrode. The area was reported to be due to skin rubbing off/chaffing. The patient's doctor prescribed an antibiotic for the affected area. The final medical outcome of the skin irritation is unknown. No alleged device deficiency.